Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 62756p100 were in use. Additionally, troponin fliers were observed. The issue was resolved with the implementation of lot 64555p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
Evaluation codes:the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action and is therefore unassigned. This is the final report.

Manufacturer narrative:
Concomitant medical products: architect i2000sr analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, other lot #: lot # was corrected from the initial medwatch submission to na, as reaction vessel (rv) lot 64555p100 was not associated with remedial action 1415939-2/27/09-003-r. Architect i2000sr analyzer, list # 3m74-01, (B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect rv was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Correction to the initial filing, catalog number. The correct catalog number is 7c15-01.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.